Manufacturer narrative:
The device remains implanted, therefore no product analysis can be performed. Without return of the device, a conclusive cause cannot be determined.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, the valve was inserted to the aortic annulus and upon rapid pacing dove to 13mm distal to the annulus. The valve was deployed and severe paravalvular leak (pvl) resulted. Another transcatheter bioprosthetic valve was implanted at 0mm at the non-coronary cusp (ncc) and 3mm at the left coronary cusp (lcc). A post balloon aortic valvuloplasty (bav) was performed resulting in mild to trace pvl. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.